Event description:
"S/p b subgl infra gels (? Type/size-dc per pt-no records) for augmentation. Believes they are smaller but can't be sure. They are more painful. Has been in some mva's but does not recall a specific blow to the chest. Has developed systemic sx's over the yrs which feels are related to implants. These include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturb, swollen glands, lo grade fevers, hot flashes/sweats, ha's, visual changes, dizziness, memory loss, sicca, oral sores, rashes, sens sun/cold (+raynaud's)/chem, sob/asthma, cp, choking sens, htn, wgt gain, gi/gu disturb, easy bruising and pelvic pain."